Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported that a patient was admitted on (B)(6) 2025. At 8:20 am, per physician orders, nutritional support intravenous therapy was initiated. As the patient had a central venous catheter (infusion port), the standard procedure involved first inserting the needle into the infusion port. The nurse disinfected the site. After disinfection, the dedicated single-use implantable drug delivery device for the infusion port was opened. Following standard procedure, the nurse flushed the line using a 10 ml saline syringe connected to the implantable port system's catheter. No abnormalities such as leakage or resistance were observed. The catheter was then properly inserted. Backflushing yielded blood return, and resistance was encountered during saline infusion. Upon closer inspection, fluid leakage was observed at the needle wings. The single-use implantable drug delivery device catheter was removed and replaced with a new one. No further abnormalities were detected, and the infusion proceeded smoothly.